Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The representative was able to boot the system up and could not replicate the issue. The system passed a system checkout and the system was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system stopped mid sin and gave an error on the mobile view station (mvs). They tried to acquire again but nothing happened. All connections were verified and good, and the tech selected 2d and 3d, and they were able to spin. This caused a 10 minute delay to the case but no other patient impact.